Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they were having a lot of thumping all the time. Patient then stated the other night they had pain at the upper part of their thigh right below their butt and all of a sudden it shot down in there like a shock. Patient stated they turned their stimulation off and needed a different program. Patient said the issue had been going on for a while and they had just been putting it off because they knew they had to shut it off for an MRI. Agent walked patient through changing programs. Patient was able to successfully change programs and increase stimulation to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue. *two call recordings available

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were having spasms and pain on their thigh and below their butt. Patient stated the spasms stopped immediately when they turned ins off and they didn't get as sore. Patient wanted to know if it could possibly be the stimulation causing spasms. Agent reviewed stimulation expectations and redirected them to their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.